Manufacturer narrative:
The device was not returned for inspection, so an analysis of the device could not be performed. The lot number was not provided, so a DHR review could not be completed. Based on a review of the information, the end of the device tube was cut off to shorten it and the directions for use were not followed. The directions for use specifically state not to cut the distal end of the tubing to create a customized jejunal length, as doing so eliminates the soft tapered tip of the device. It is likely that the misuse of the device contributed to the perforation. It is not believed that the device malfunctioned. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned (B)(4) to this report.

Event description:
Event desc: patient is a baby with multiple medical problems, including failure to thrive, gerd, and problems with emesis and retching. Had gained some weight with ng tube feeds. His parents requested a g-tube. That was placed about (B)(6) ago. He did not tolerate gastric tubes feeds, and a gastrojejunostomy change was performed about (B)(6) ago. The tube exchange was performed by an interventional radiologist with fluoroscopy guidance. The procedure not reads, "due to the patient's size, a 14 french, 1.7 cm amt catheter was cut to 25 cm (originally 30 cm). The glidewire was exchanged for a bentson wire and the kumpe catheter was then exchanged for the new g-j tube over the wire. The wire was removed and contrast was injected under fluoroscopy to document position of the tip in the jejunum and the gastrostomy port in the stomach. The retention balloon was then inflated with dilute contrast." He was seen in clinic about (B)(6) ago where a barium swallow was done, and it was noted that the g-j tube coursed from the stomach into the duodenum but then left the small intestine and the tip ended up in the stomach. The child was admitted and taken for surgery to repair the perforation and replace the tube.